Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 06-march-2024, it was reported that the patient experienced that four infusion sets fell off during use. Infusion set was in use for 1 to 2 days. Patient blood glucose level was 200-250 mg/dl. No further information was available.

Manufacturer narrative:
MDR 3003442380-2024-08323 - device 1 of 4.